Event description:
Patient was revised to address pain and dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Patient was revised to address pain and dislocation. Update 03/26/2014 - rep supplied metal ion levels over the phone as stated by the physician's assistant. Levels are: chromium- 17.2; cobalt chromium-18.6. Update recv'd 03/26/2014 - the rep reported that the patient had increased cobalt and chromium levels. There is no new information that would change the existing MDR decision. Doi (B)(6) 2009 - dor (B)(6) 2014 (left hip). The devices associated with this report were not returned. Per wi 3430, a review of the device history records is no longer required for the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update recv'd 03/26/2014 - the rep reported that the patient had increased cobalt and chromium levels. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.